Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted into the patient on (B)(6), 2006.according to the complainant, the patient experienced injuries (specifics unknown). A revision surgery was performed on (B)(6), 2007. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.